Event description:
The company was informed that the patient developed an infection three months after being implanted. The patient developed a skin abscess at the implant site. The patient was prescribed antibiotics (type unk) for two weeks. The patient continues to be monitored by the center.